Event description:
Incorrect blood sugar readings using the abbott freestyle libre 3 + continuous glucose monitor. The freestyle readings are low and this includes low readings suggesting dangerously low blood sugars during the night. Customer service at abbott dismissed my concerns stating that the sensor was working properly.